Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: if explanted, give date: not applicable, as lens was not implanted. Section e1: title, email address, address: unknown, information not provided. Section e1: telephone number: (B)(6) section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that the haptic of a preloaded monofocal intraocular lens (iol) was found to be broken during handling. Upon follow-up, it was confirmed that there was no user error. There was no patient involvement in this incident, and the device was not in contact with the patient's eye. No further information is available.